Manufacturer narrative:
Mckesson medical surgical is the assembler of the ancillary convenience kit to support the u.s. Government's covid-19 vaccination program. We previously reported this event to both (B)(4) but recognize due to a retrospective review that this event should have also been reported as an MDR to FDA. As part of our continuous improvement goals we are providing this MDR for review.

Event description:
Customer reported that a bug was found on the outside the syringe and no replacement is needed.